Event description:
A volume discrepancy was reported. The actual residual volume was 10ml and the expected residual volume was 2ml. The physician was aware that the pt's pump was not working; the pt had been supplemented with oral medications. A motor stall was also confirmed via a roller study. The rotor did not turn at all, and the pt had been through two refill cycles where 18mls were removed from the pump. The medication being delivered via the device system was lioresal. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).